Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification regarding the reported "air detector that did not work" which was not reproduced. Review of the event history log confirmed the issue. Evaluation found the ultrasonic sensor had failed. The ultrasonic sensor was replaced to correct this condition.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an air detector that did not work. There was no known patient injury, or medical intervention associated with this event. No additional information is available.